Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. D9: added the date returned to manufacturer as this was inadvertently missed on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, its estimated that an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is estimated that it occurred because there was a cut on the cable sheath and the protector was detached, the core wire became vulnerable to direct damage. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera was not working and there were bare wires showing on the hd camera head (subject device). There were no reports of patient harm or injury associated with the reported issues. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the image would disappear due to a faulty cable. This report is being submitted for the faulty cable. In addition, there were appearance defects on the universal cord/video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.